Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/01/2013 with the following findings: evaluation revealed that the keypad was torn at the up arrow and down arrow keypad buttons. All of the keypad buttons were intermittently unresponsive. The keypad was removed and contamination was found under all of the buttons. Evaluation revealed that the display screen was dim and discolored. A test display was used for investigation and was found to function appropriately. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/01/2013.